Event description:
It was reported that the pod was worn on their arm between 5 and 24 hours. The reporter stated upon removal of the pod, the cannula was not visible, it had retracted, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.